Event description:
When filling a homepump c-series, model c270050, lot # 301630048, with fluorouracil the technician noticed fluid leaking from the device after addition of 40 ml of the 104 ml total dose. Preparation was stopped and another pump was obtained for dose preparation. FDA safety report ID# (B)(4).